Event description:
Info received indicates that two months after valve replacement the surgeon became aware the pt had died. An exact cause of death was not known and the date the pt expired was estimated as the end of march 2004. Hcp indicated the death could be due to many other factors, but he could not rule out the possibility of a valve malfunction.